Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry during an in clinic follow-up. The suspected cause of the event was premature battery depletion. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image indicated device was programmed to high field settings. Analysis performed did not find any anomaly and battery voltage was at end of life (eol) level. Longevity assessment was performed, and device has met the projected longevity and is considered normal battery depletion.